Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During cannulation of the aortic body stent graft, the physician inadvertently deployed both iliac limb stent grafts into the ipsilateral gate. Two balloon expandable stents were placed inside the primary ipsilateral limb to successfully gain full apposition in the ipsilateral gate and common iliac artery. Another limb was deployed on the contralateral side. The aneurysm was successfully excluded and there have been no patient sequelae reported.